Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.2, lab: >6.0. Date: , inratio: 2.2, lab: 6.0. Therapeutic range: 2-3 inr. Pt went to another doctor and has his inr run on an unk instrument. He then came to (B)(6) clinic within an hour and had an inratio and lab correlation done. Follow up with nurse: nurse did a two week study comparing inratio to lab results. No data was given, but she said that the study showed that the inratio results were either exactly the same as lab results or 0.1 difference.

Manufacturer narrative:
Investigation pending.